Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows: undesirable effects. "The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported after injection with "vycross range" patient developed swelling to the midface and perioral region. No medical or surgical intervention noted. Symptoms are ongoing.

Manufacturer narrative:
Allergan has initiated an investigation into this late report. See CAPA (B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the additional reported event of skin irritation: "undesirable effects the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area."

Event description:
Additional information: healthcare professional reported injecting the patient with juvéderm® voluma¿ with lidocaine. Another month later, the patient had additional injections with juvéderm® voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. Before and after injection, the patient had a "disinfection." Months later, the patient developed "swelling of the lip that extended during the next days to the whole face." The filler was "thickened and palpable." Patient was treated with ciprofloxacine and perenterol forte. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00307 ((B)(4)). This was the first MDR submitted for the first suspected product, for the first instance of juvéderm® voluma¿ with lidocaine.